Manufacturer narrative:
Pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to sweat. Blood glucose level at the time of the incident was 208 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.